Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Dr. (B)(6) called to report that the customer's insulin pump alarmed a35 several times. Adviced caller that the customer needs to revert to a backup plan. We will replace pump. No blood glucose level reported at the time of call.